Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during generator change a small insulation break was noted on the atrial lead at the point where the terminal pin meets the lead. The lead measurements were within normal limits in which the physician opted to repair the lead and will do further monitoring. Further, lead measurements post lead repair remained within normal limits. No additional adverse patient effects were reported.